Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2011 and mesh was implanted. On (B)(6) 2011, the patient underwent surgery to revise the mesh, lyse adhesions from bowel and omentum, and repair the hernia defect, as the mesh had ¿torn away and migrated.¿ no additional information was provided.

Manufacturer narrative:
Additional information. Patient code: (B)(4) - bulging in the ventral abdomen additional narrative: it was reported that following insertion the patient experienced bulging in the ventral abdomen.

Manufacturer narrative:
Patient codes: (B)(4) additional information: additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2011 by (B)(6) and on (B)(6) 2015 by (B)(6) due to adhesions, abdominal pain and recurrence of hernia.